Manufacturer narrative:
Device passed self test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. Device had cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and self test was failed. The customer blood glucose level was 400 mg/dl at the time of incident. Customer reported that the insulin pump was broken at battery compartment. Customer was unsure if the drive support cap was protruded, loose, sticking out or flush. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.